Event description:
The customer contacted baxter's technical service center to report a fire in the wall outlet that the hc was plugged into, which occurred a couple of weeks ago. She did not have the exact date (the first of the month is the default when the exact date is not known). Per the home patient, the front of the unit was slightly damaged but it has been working fine. The baxter technical service representative (tsr) initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the customer reported problem of damage due to a fire in the wall outlet that the hc was plugged into, which occurred a couple of weeks ago. The device was determined to meet functional and electrical performance specification requirements per return instrument test / evaluation (rite) testing. External inspection performed found the homechoice base, cover, and door damaged from the house fire. Internal inspection passed. A check of the pneumatic system found the pneumatic system working to specifications. Multiple short simulated therapies were performed and passed successfully. The assignable cause of the reported issue was determined to be damage from the house fire. The device will be sent to servicing and the homechoice base, homechoice cover, and door assembly will be scrapped.